Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint wa filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the third set of data, the mean was > 5.0 and the difference between inrs' was >2.2. The values were considered inaccurate. Products will be tested.